Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pain pump was adjusted on (B)(6) 2014 and the ¿pump was overadjusted and the patient was getting too much medication.¿ it was noted the symptoms started on (B)(6) 2014 and that is when they started suspecting the patient was getting too much medication. The patient ¿could not stay awake¿ and the healthcare provider (hcp) was called who did the adjustment, but the hcp was out of the country until the following week. The hcp¿s office was able to get in touch with him and the patient was instructed to go to the emergency room (ER) and have the ER doctor authorize changing the settings on the pump. It was noted the patient and her husband were in ER at the time and had just brought the patient in, but the patient had not been medically assessed yet. It was also reported the manufacturer representative was on the way to the ER. The pump was being used to deliver morphine 5.0 mg/ml with dose of 1.985 mg/day and it was noted ¿"infusion mode daily dose changed 20 % increase simple continuous drug." Additional information has been requested; a follow-up report will be sent when it becomes available.